Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The 4.0 x 120 mm armada device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the superficial femoral artery (sfa). The 4.0 x 120 mm armada 35 was advanced without issue to the target lesion; however, the balloon ruptured at 8 atmosphere (atm) at the first inflation. The device was withdrawn without any issues noted from the patient anatomy. A 6.0 x 60 mm armada 35 was advanced successfully without any issues to the target lesion; however, the balloon ruptured at 8 atm at the first inflation as well. A non-abbott balloon was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.